Manufacturer narrative:
Additional information: one inquiry¿ steerable diagnostic catheter was received for investigation. The device was returned due to an effusion. The catheter created an ¿s¿ shaped curve during deflection, which no longer matched the required curve template. Electrodes 1-10 met specifications of acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause for an ¿s¿ shaped curve is due to the activation wire shifting over the flat wire. The cause of the effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
During an atrial tachycardia ablation procedure, an effusion occurred. During the procedure, the patient became hypotensive. An echocardiogram confirmed an effusion for which a pericardiocentesis was administered. The patient was moved to a cardiac care room. It is unknown when and where the perforation occurred, however it was indicated the coronary sinus was dissected with the coronary sinus catheter. The physician observed the coronary sinus catheter had migrated and was no longer within the heart border. The patient was followed and recovering. There were no performance issues with any abbott device.